Event description:
The manufacturer received information alleging that after customer performed service on device, a ventilator inoperative condition occurred. There was no harm or injury reported. Manufacturer remote service engineer (rse) advised customer that the display board may need to be replaced to address the issue. Customer acknowledged, declined onsite service, no further troubleshooting needed. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created.